Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft kink was confirmed. The reported kinked tip was not confirmed and the resistance between the sds and a new guide wire could not be confirmed. Further, the hypotube and jacket were separated distal to the strain relief tubing, which was not reported. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, chronic totally occluded (cto), de novo proximal left anterior descending (lad) artery, with diffused disease 2 mm after the focal cto, a pilot 150 guide wire was successful in crossing the lesion. Pre-dilatation was performed by using progressively increasing diameter balloon dilatation catheters. After using a 3.0 x 12 mm bdc, the 3.5 x 23 mm xience v stent delivery system was advanced approximately 8 mm but met resistance and failed to proceed further into the lesion. The device was removed and on close inspection it was noted that the tip was deformed; it was suspected to have caught on the guide wire or during the attempt to cross the tight stenosis. The procedure was abandoned and the patient was placed on medical management. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.